Event description:
It was reported to target that during the embolization of an avm, the mizzen soft support guidewire detached in the avm, where it was the treatment plan. There was no harm to the patient as a result of this event. He was going for surgery, which was planned prior to the procedure.